Event description:
It was reported that while preparing the device prior to use, a kink was observed in the shaft. The device was not used and there was no patient involvement. A new device was used to complete the procedure. There was no clinically significant delay in procedure. No additional information was provided. Returned device analysis noted that the balloon was separated at the proximal seal and the innermember was separated distal to the guide wire exit notch.

Manufacturer narrative:
(B)(4). Though the device is not approved for sale in the u.s., it uses a delivery system which is similar to a device sold in the u.s. Evaluation summary: the device was returned for evaluation. The reported kink was confirmed. Additionally, the balloon was separated from the outer member at the proximal balloon seal and the inner member was separated distal to the guide wire exit notch. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other incidents for shaft damage reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.